Manufacturer narrative:
Investigation description: complaint confirmed. Engineering logs indicated device would not charge while on charging pad. The issue is likely due to a circuit power issue with the mainboard.

Event description:
It was reported that an ilet pump exhibited rapid battery depletion, requiring charging in less than one day and reaching a low-battery state despite being fully charged the prior morning, consistent with a device power problem involving the internal battery component. Symptoms included no adverse clinical effects or glycemic symptoms. Outcomes included no impact to health and no need for medical intervention. Investigation included customer troubleshooting to verify charging behavior and instructions to properly shut down the device, along with arrangements for return and data sync prior to replacement. Investigation of this case revealed a suspected faulty power/battery performance consistent with previously observed premature battery depletion. It was concluded, based on established findings for similar reports, that the cause was a device malfunction related to the power subsystem.